Manufacturer narrative:
Upon further investigation, it was reported that the ventilator was not in use. The issue was discovered during performance verification testing. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporting institution name -(B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that a ventilator had a solenoid valve failure. The device was in use at the time of the event. No patient or user harm was reported. The authorized service provider (asp) replaced the gas delivery system (gds). Since the ventilator returned to normal after replacement of the gds, the ventilator was deemed ready for use.